Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was 80% stenosed. After pre-dilatation with a 3.5x12mm balloon at 10 atmospheres, the 3.5x48mm xience xpedition stent was deployed. Post deployment, a check shot revealed that there was a dissection at the distal end of the stent. A 3.5x8mm drug eluting stent was used as treatment with very good results. Timi iii flow without any residual stenosis. There was no adverse patient sequela. No additional information was provided.